Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported that sometime post port placement procedure, the red adapter leg allegedly broken at the same spot. It was further reported that the lumen was repaired for the third time with the repair kit. There was no reported patient injury.

Event description:
It was reported that sometime post port placement procedure, the red adapter leg allegedly broken at the same spot. It was further reported that the leak allegedly occurred when flushing. Reportedly, the lumen was repaired for the third time with the repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one s/l hickman catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter. However, striations were noted throughout the surface. The investigation is unconfirmed for the reported fracture and leak issues, as the catheter was patent to infusion and aspiration without issue. No leaks were observed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: b5, d4 (expiry date: 11/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post port placement procedure, the red adapter leg allegedly broken at the same spot. It was further reported that the leak allegedly occurred when flushing. Reportedly, the lumen was repaired for the third time with the repair kit. There was no reported patient injury.